Manufacturer narrative:
A ge svc rep performed an onsite investigation. The reported issue could not be duplicated. The sys was tested and found to be working as intended and put back into svc.

Event description:
The customer reported that there was a voltage connection error. No pt injury was reported.